Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated insulin was not able to exit during a fixed prime. It was found insulin was able to exit from the tubing with a push plunger. The customer also reported air bubbles in their tubing. Customer stated there were several tiny air bubbles and larger air bubbles present. Troubleshooting was able to resolve the air bubbles with an infusion set change. The customer's blood glucose was 159 mg/dl. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.